Event description:
The customer indicated that the immulite 2000 oak mix specific allergen lot 627 was scanned using a zebra barcode scanner and was loaded onto an immulite 2000 xpi instrument. The customer confirmed that immulite 2000 oak mix specific allergen lot 627 is not in use. The customer did not provide any patient data and did not indicate that erroneous patient results were obtained. However, if the order of tubes within the allergen holder wedge is incorrect there is a potential for patient sample results to be inaccurate for any allergen loaded in the same allergen holder wedge as immulite 2000 oak mix specific allergen lot 627. It is unknown if other allergen tubes were loaded in the same allergen holder wedge which were tested/reported. There are no known reports of patient intervention or adverse health consequences.

Manufacturer narrative:
A united states (us) customer indicated that the immulite 2000 oak mix specific allergen lot 627 was scanned using a zebra barcode scanner and was loaded onto an immulite 2000 xpi instrument. Siemens advised the customer to remove immulite 2000 oak mix specific allergen lot 627 from their instrument. The customer stated that the allergen was onboard, but not in use. On 06-oct-2025 an urgent medical device correction (umdc, letter imc26-01.a.us) was sent to the us customer. The umdc explained that barcode orientation on the immulite 2000 oak mix specific allergen lot 627 causes incorrect scanning order of tubes within the allergen holder wedge and there is a potential for patient sample results to be inaccurate for any allergen loaded in the allergen holder wedge. The customer was advised to discontinue use and discard the product.